Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
2240,1695,1994,3189 - surgical intervention, 3191-mesh migration. It was reported that the patient underwent mesh removal on (B)(6) 2016 due to hernia recurrence, pain, adhesion and mesh migration.